Event description:
Caller states that the patient tested >8.0 inr on the device while a lab drawn approximately 90 minutes later read 4.3 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.